Event description:
On (B)(6) 2011, the lay user/patient's mother (reporter) contacted lifescan (lfs) alleging her daughter's onetouch ultramini meter was reading inaccurately high. This medical surveillance specialist (mss) spoke with the patient on (B)(6) 2011 and obtained the following information. The reporter claimed that on (B)(6) 2011 at approximately 9:50pm, she tested the patient's blood glucose using the subject meter and received a value of "112 mg/dl." The reporter informed the mss that the patient manages her diabetes with lantus insulin on sliding scale and apidra insulin. She stated her normal blood glucose results are between "80-180 mg/dl" and will adjust the dose when her blood glucose is greater than "201 mg/dl." The reporter stated that when she got the result of "112 mg/dl" she took no action since she considered this blood glucose value to be "normal". At approximately 10:30pm that night, the reporter claimed that the patient suffered from "convulsions." She stated she had no prior symptoms leading up to the convulsions. She stated that she called the paramedics and treated the patient with a glucagon injection while waiting for them to arrive. When the paramedics arrived approximately 15 minutes later, they tested the patient's blood glucose on their meter (unknown type) and received a value of "114 mg/dl." The reporter indicated that the ems personnel did not administer any additional treatment and the patient was not taken to the hospital since her blood glucose levels had reportedly stabilized. The reporter informed the mss that prior to the "112 mg/dl" reading at 9:50pm, the patient's blood glucose was checked on the subject meter at approximately 7:14pm with a result of "61 mg/dl." The mother reportedly gave her juice and retested 15 minutes later and got a reading of "85 mg/dl." She reported no symptoms at this time. At the time of troubleshooting, the cca noted that the patient did not have any control solution to check the system. The unit if measure was set correctly. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.